Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cmac has dim light. No negative impact on state of health reported.

Manufacturer narrative:
Device evaluation: the errors described by the customer have been confirmed. The following was detected during the technical inspection: led not lighting up, blade worn, adhesive points on camera head worn, cover discoloured, shadows/blurring in image, leak at camera head. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics, and the light is dim. The event is filed under internal karl storz complaint ID: (B)(4).